Manufacturer narrative:
Visual analysis confirmed that a piece of the locking ring fractured. Material analysis was performed on a similar device with the same failure mode and the fracture surface was indicative of ductile overload. Device history records and complaint history were reviewed for this lot and no relevant manufacturing issues or similar complaints were identified. Per the surgical technique: to ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Use of the guide/inserter tip or low profile inserter is required. It is inadvisable to attempt to insert the cage using only the low profile inserter inner draw rod. The inserters provide a positive stop to place the cage flush with the anterior profile of the vertebral bodies. Excessive pivoting or angulation on the screwdriver while attached to the screw should be avoided as it can cause damage to the screwdriver and/or screw. The screw was inserted with a screwdriver. The cause of the reported event is deviation from surgical technique; specifically, not using the inserter during screw insertion.

Event description:
It was reported that while the surgeon was attempting to advance an anchor c self drilling screw, the "black ring" of the screw came off. There were no reported adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by replacing the screw with a new one.

Event description:
It was reported that while the surgeon was attempting to advance an anchor c self drilling screw, the "black ring" of the screw came off. There were no reported adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that while the surgeon was attempting to advance an anchor c self drilling screw, the "black ring" of the screw came off. There were no reported adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by replacing the screw with a new one.